Event description:
The customer reported smoke coming from the celldyn ruby analyzer power supply. The power supply was determined to be faulty. The power supply was replaced. There was no report of injury or damage.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer reported smoke coming from the cell-dyn ruby power supply. Field service replaced the power supply, reassembled and verified laser bench targets, and verified the instrument was brought back to normal operation. The power supply was not available for return analysis as it had been disposed of. The cell-dyn ruby operations manual, section 8: hazards, was reviewed and was found to adequately address the issue. Customer complaint data from february 2014 thru january 2015 was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.